Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl customer consumed carbohydrates to address bg. Reportedly, customer alleged basal rate and personal profile settings needed adjustment. Recommendation made to consult with health care provided to discuss diabetes management.